Event description:
On june 19, the patient had her gastrostomy tube replaced here. Within hours, she returned. The balloon was deflated and the tube had come out. She returned to endoscopy on july 15 with a gastrostomy tube in hand which had come out in similar fashion. (That tube had been placed in ER on july 13. And on july 4, the tube replaced on june 19 had to be replaced.) Within approximately thirty minutes of tube replacement, the patient returned to endoscopy. Again, the balloon had ruptured. In summary, six tubes were placed in this patient in less than 30 daysinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.